Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 849mg/dl. Initially, the caller requested assistance with changing the basal rates per her doctor. The customer mentioned having poor diet choices, which may have contributed to her high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.